Event description:
It was reported, the pt has not received effective stimulation since the implant of his scs system. Subsequently, the pt's scs system was turned off and the pt experienced rib and back pain. Multiple reprogramming attempts have been unsuccessful in resolving the issue. F/u identified the pt's scs system was explanted per the pt's request.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.